Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000100272.

Event description:
Related manufacturer report number: 3006705815-2024-01284. It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Additionally, the patient needed an MRI, and they were unable to set the ipg to MRI mode as well auto-reduced all programs. The patient met with the manufacturer representative and the physician through a virtual clinic, and it was determined that none of the programs worked, and that the patient's right lead had 5 contacts with high impedance. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the scs system was explanted and replaced to address the issue. Even though only one lead had high impedance values, the physician decided a paddle lead would be better for the patient. It is unknown which lead had high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.